Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that one grip close cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment was sticking out at the instrument's wrist. No other cables at the instrument's wrist were damaged. Additional observation not initially reported by the site was pulley damage. The pulley had scratches on the surface of the distal pulley. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
The user facility reportedly identified a broken wire with the mega suturecut needle driver instrument prior to starting a da vinci si surgical procedure. The instrument was not used on a patient after the reported issue was identified. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.